Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the actual tube had come unglued. The patient changed the infusion set, in the morning of this report, before going to work. When the patient arrived at work, it was seen that the tubing got disconnected from the site. No further information available.